Event description:
Alleged event: the staples did not come out of the stapler during attempted use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 01c1400120 investigation did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.